Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 03-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient with an external neurostimulator (ens) for the treatment of complex reg pain syndrome in the left leg. The trial picture showed staggered lead placement from mid t8-t11. The specialist requested the surgeon place the lead at t9-t10. The physician did a lami lead with no xray verification in lateral position. The lead was placed at t6-t7. The patient was receiving right rib stimulation. The device was removed and the patient recovered without sequela. Additional information was received from the rep. It was reported that the lead placement and rib stimulation were noted the day of the procedure (B)(6) 2020. The cause of the issue was determined ¿ the lead was noted to be too far over to the right and placed at t7-8. The patient was also placed in the lateral position and no x-ray was done to verify where the laminectomy was at. No further patient complications were reported as a result of this event.